Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness, dislodged cannula and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital after their pod fell off, causing the cannula to dislodge. The pod was worn between 1 and 4 hours on the arm. The patient's blood glucose (bg) values that dropped to 40 mg/dl and the patient lost consciousness. For treatment, the patient was given glucose. The patient was discharged after 4 hours. The pod was discarded at the hospital.